Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 412mg/dl. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was also 412 mg/dl at the time of the call. Troubleshooting was performed and found that the infusion set was accidentally ripped out of the customer's body, which may have led to the high blood glucose. Customer also requested a new belt clip and was provided assistance with that but no other high blood glucose troubleshooting was performed. No further details given.